Event description:
It was reported that during a robotic cystectomy procedure, all three devices locked out, jammed, and would not fire. A fourth device was used to complete the procedure. No adverse consequences reported. There is no additional information available.

Manufacturer narrative:
(B)(4). Instrument a: firing trigger teeth. Instrument b: (B)(4). Instrument c: (B)(4) articulation gear teeth. The analysis results found that the ats45 device (a) was received with the firing mechanism damaged and with a white reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the firing trigger post were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). The returned reload was loaded into a test device and it fired, cut, and formed all the staples as intended. The analysis results found that the ats45 device (b), was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The analysis showed that the ats45 device (c) was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulting in the instrument damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). A batch record review was performed and no anomalies were noted during the manufacturing process.